Event description:
It was reported that the buttons were not responding on the customer's insulin pump. No significant events leading up to the alarm were recalled. It was advised to discontinue use of the pump and revert to a back-up plan. The patient's blood glucose level was 141 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to lcd unlock keypad connector. The insulin pump has minor scratched display window and cracked case at display window corner.